Event description:
During a ptca treatment procedure involving a 99% stenotic lesion in the proximal portion of a slightly tortuous left circumflex coronary artery, the maverick otw balloon lost pressure at 3 atm's on the initial inflation. The maverick ot balloon was removed and replaced with a quantum maverick catheter to successfully complete the procedure. The patient was asymptomaic during this event. The types and sizes of the introducer sheath, guidewire, guide catheter and which inflation device was used are unknown. Patient status is reported as 'good'.